Event description:
Hill-rom received info indicating a baby's father was changing the linen in the crib. He tucked the baby blanket down under the sides of the mattress pad. A jagged piece of the plastic rammed down under his nail of his middle finger. When the mattress pad was removed, there was a large corner of the plastic basket to the bassinet that broken out with jagged edges protruding up.

Manufacturer narrative:
The hill-rom field technician stated that the bassinet tub involved in the reported event was disposed of prior to the investigation by the facility. The facilities biomed director stated that the biomed tech that replaced the bassinet tub is no longer employed with the hospital. The director stated that the tub was scheduled for replacement, but the broken corner was taped up by the account and continued to be used up until the reported event. Since the bassinet tub was discarded by the facility, hill-rom cannot determine a cause for the bassinet tub cracking. The extent of the injury to the father is unk.